Event description:
On (B)(6) 2012, the customer reported that this right ventricular (rv) lead dislodged and was exhibiting loss of capture (loc) in the pt's right ventricle and instead capturing the pt's right atrium. The lead was surgically abandoned (capped) and successfully replaced. The local area field representative reported they did not know if there were any adverse pt effects. The lead was actively implanted for (B)(6).

Manufacturer narrative:
The lead was surgically abandoned (capped) and successfully replaced, therefore it will not be returned for analysis. As a result, the allegations against this lead cannot be confirmed. The event will be re-evaluated if additional information becomes available. Lead dislodgement is a recognized clinical event referenced in the device's labeling and/or reported in the medical literature. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.